Event description:
It was reported that this implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) recommended increasing the alert value to 150 ohms, and performing a maximum energy shock if impedances exceeded 150 ohms. This lead remains in service. No adverse patient effects were reported. Additional information received four years later reported that this right ventricular (rv) defibrillation lead continued to exhibit high out-of-range shock impedance measurements, and had now exceeded 150 ohms with a recent measurement of 153 ohms. Technical services (ts) discussed troubleshooting options and programming considerations, recommended commanded shocks. This rv lead remains in service. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) recommended increasing the alert value to 150 ohms, and performing a maximum energy shock if impedances exceeded 150 ohms. This lead remains in service. No adverse patient effects were reported.